Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (united kingdom) reported her scs charging system intermittently communicated with the ipg. In addition, the patient allegedly experienced unintended heating at the ipg site. Troubleshooting was attempted with alternate external devices to no avail. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
The reporting country submitted on the initial report was incorrect and has been changed to (B)(6).

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced.